Event description:
The following was reported to hamiton medical ag: tf231008 (o2 valve leak) occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).